Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA on 05nov2022. Medwatch report #: mw5113184. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular catheter the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter: IV catheter breakage.